Manufacturer narrative:
The device was received and the reported lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the sdw distal tip was seen to be kinked and the introducer sheath distal tip was seen to be broken/missing. The stent was not returned. Functional inspection was nota carried out due to the damage of the device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the operator found tip of the introducing sheath was slightly damaged. The operator considered the damage would not have impact to the deployment, so tried to deliver the stent to microcatheter. The device was returned and it was noted that the distal end of the stent delivery wire was kinked and that the distal tip of the introducer sheath was damaged/fractured. The stent had been deployed by the physician post procedure and was not returned. It is probable that the distal tip of the introducer sheath was damaged during unpacking of the device or during preparation of the device causing the reported event. An assignable cause of handling damage will be assigned to the reported event of the stent deformed, the stent introducer sheath distal tip damaged, partial deployment and difficult/unable to advance or pullback through catheter and to the analyzed stent deliver wire kinked/bent and stent introducer sheath distal tip damaged.

Event description:
It was reported during the one stenosis case the tip of the introducing sheath on the stent (subject device) was slightly damaged. They physician considered the damage would not impact deployment and tried to deliver subject stent into the catheter. During delivery, there was resistance and force was applied but it was still unable to be pushed. When removed, the tip of the stent was deployed a bit and deformed. The physician replaced the subject stent with a new device and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device has not yet been returned for evaluation.

Event description:
It was reported during the one stenosis case the tip of the introducing sheath on the stent (subject device) was slightly damaged. They physician considered the damage would not impact deployment and tried to deliver subject stent into the catheter. During delivery, there was resistance and force was applied but it was still unable to be pushed. When removed, the tip of the stent was deployed a bit and deformed. The physician replaced the subject stent with a new device and completed the procedure without clinical consequences to the patient.